Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of "faulty screen and cannot load new software", there was a deviation between the stylus and the cursor on the screen and a stylus calibration did not resolve, and an error in the software history was found. It was additionally noted that the stylus was missing, the lower hinge cover plate was damaged, the latch of the cable bay was broken and the bullets assembly, left and right, top and bottom were missing. The display's bezel assembly, the stylus, the lower hinge cover plate, the cable bay and the bullets assemblies were replaced and the touch screen calibrated, new software was installed and the device cleaned and it then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer had a faulty screen and was unable to load new software. Analysis determined that "faulty screen" meant a deviation between the stylus tip and the cursor on the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.